Manufacturer narrative:
Additional information was received that the patients ipg was not holding a charge. The patient will undergo an ipg replacement procedure per physicians preference.

Event description:
A report was received that the patients ipg was non-responsive. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg was non-responsive. The patient will undergo an ipg replacement procedure.